Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071869/7071929.

Event description:
It was reported that the patient was experiencing pain at the joints. There was an episode wherein the patient experienced the pain in the knee wherein the patient was not able to straighten it. It was also noted that the patient experienced skin burning as well as sore feeling in the head and inadequate stimulation. The patient was prescribed with mobic. Additional information was received that the patients knee pain was not device related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain at the joints. There was an episode wherein the patient experienced the pain in the knee wherein the patient was not able to straighten it. It was also noted that the patient experienced skin burning as well as sore feeling in the head and inadequate stimulation. The patient was prescribed with mobic.